Event description:
At 9:50am the customer received a blood glucose reading of 230mg/dl on the contour next link 2.4. He gave himself insulin based on the reading even though he felt hypoglycemic with symptoms of shakiness and hunger. Afterwards he felt even lower. At approximately 10:59am he retested himself and the reading was 54mg/dl. He became unresponsive. His wife tested him again at approximately 11:38am and the reading was 26mg/dl. He was given a cup of orange juice and spoonful of sugar. At 11:46am his blood glucose was 36mg/dl and he started to feel better. At 12:07pm his reading was 81mg/dl and at 12:44pm it was 90mg/dl. The customer was advised to return the strips for investigation. Strip information was not provided. New meter and strips were sent to him.